Manufacturer narrative:
The insulin pump passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly, prime anomaly or unexpected insulin flow blocked alarms noted. However, unit received with corroded motor home switch. Pump successfully downloaded to thump. Confirmed pump alarmed 7 insulin flow blocked alarms on 12/01/2021 between 08:53:29.000 and 10:04:00.000 in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert or replace battery now alarm noted during testing or in the pump trace download. The no moisture damage noted to battery tube or electronic assembly per visual inspection. The following were noted during visual inspection: corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. The insulin pump passed functional testing. No rewind anomaly, prime anomaly or unexpected insulin flow blocked alarms noted during test. However, unit received with corroded motor home switch. No low battery alert or replace battery now alarm noted during testing or in the pump trace download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm during basal and replace battery alarm. During troubleshooting insulin was not exited. Customer had issue during priming. Customer was not able to exit the load reservoir process or preparing to prime. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.